Manufacturer narrative:
Insulin pump received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to moisture damage. Moisture damage was also found on the motor/force sensor during visual inspection. No moisture damage was found on the keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay, overlay scratched, cracked case behind the pump near the battery compartment, fading end cap address label, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 200 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer stated they felt hot and took the battery out of the insulin pump and believes it was exposed to moisture (sweat) . The insulin pump was blank and after troubleshooting the display did not return for the customer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.